Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. The customer fell on ice and the screen and the bottom piece of the insulin pump are cracked. The blood glucose reading was unknown. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Displacement test was note performed due to missing segments. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and case cracked.